Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with naked eye noted the main body was separated from female connector. The transfer set was connected to a connector and could not be hand removed from the female connector. The female connector was separated from the connector using pliers. The female connector was then re-attached to the connector with no issues. After connection, the transfer set and connector were able to be hand removed/disconnected with no issues. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set had unspecified damaged. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.